Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It is unknown what treatment and action taken with therapy was not reported. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). The reported product is an unknown titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. (B)(4).